Manufacturer narrative:
The unit had a minor scratched lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a missing end cap sticker, and a detached end cap. (B)(4)

Event description:
The customer's family called in to report the bottom of the device was cracked open. The customer's blood glucose level was 120 mg/dl. The caller could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.